Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that in the past may before the customer was on the glucose monitor his glucose level went low in the middle of the night. The customer stated that his wife could not wake him up and then he was taking to the hospital. The customer also stated because of the low blood glucose his stomach regurgitated his food and went into his lung. Now he has a kind of a lung disease. No further information was provided.